Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. H6: lead discontinuity visualized near tie down. Device malfunction occurred but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a system diagnostic test at an office visit yielded high led impedance reading indicating a possible lead discontinuity. Review of x-rays by manufacturer identified a lead discontinuity near tie down. The patient underwent a vns therapy system replacement surgery. No serious injury was reported.